Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. A microscopic examination of the balloon material identified a pinhole in the balloon material in the mid-section of the balloon material. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination of the hypotube identified no issues.

Event description:
Reportable based on device analysis completed on 28jan2022. It was reported that a balloon could not inflate. Vascular access was obtained via the femoral artery. The stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that even after multiple attempts, the balloon could not inflate. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed a balloon pinhole.